Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing severe confusion, disorientation, and uncontrollable shaking. The patient¿s cgm was reading 90 mg/dl. No bg meter comparison value was taken. Although the patient did not take his bg meter reading, the patient stated his symptoms did not match the cgm value being provided. The patient was wearing a tandem insulin pump. The patient self-treated with glucose tablets and glucose gummies and after an hour the patient reported to be feeling fine. The patient¿s bg level increased to 300 mg/dl (it was not specified if this was a cgm or bg meter reading). The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.